Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25101. It was reported that a patient presented to the emergency room on (B)(6) 2021 with a dislodged right atrial and right ventricular lead. The patient experience three inappropriate shocks as a result of the dislodgements. A chest x-ray was performed on (B)(6) 2021 which confirmed the dislodgements of both leads. No capture was also noted as a result of the dislodgements. Both leads were explanted and replaced on the same day during the emergency room visit. The patient was stable throughout.